Event description:
Device malfunction: none. Symptoms/ae: partial hemianopia. Time of symptoms/ae: same day post-procedure. It was reported that the pre-procedural nihss evaluation was not done and the pt underwent left internal carotid artery stenting in 2007. The post-procedural nihss, done the following day, showed a score of one, and partial hemianopia was noted. The operative note indicates the pt stated having different size of pupil since last endarterectomy and no reference of hemianopia. A neurology evaluation, performed pre-procedure less than seven weeks earlier notes that the pt was without neurological deficit and had no vision loss at that time. No add'l info is available. Study event.